Event description:
It was reported that pump generated cartridge alarm 20 during cartridge loading, and caller also reported cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping details, instructed caller to place pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.